Event description:
The customer reported that the 9900 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.